Event description:
A malfunction on a customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any future malfunction occurs.